Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not received yet.

Event description:
There was no patient involved. No status indicator flashing.

Event description:
There was no patient involved. No status indicator flashing.

Manufacturer narrative:
The device history records for the sam 300p device and the pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2012. Membrane failure due to suspected storage outside of the indicated conditions. Upon receipt the device status indicators would not illuminate, which would confirm the reported fault. This was attributed to a current leakage from track 5, which powers the status leds, to other tracks on the membrane. This had resulted in a high current drain and the depletion of the returned pad-pak prior to its expiry date. The faults could not be replicated with a new membrane fitted. The corrosion observed within the membrane would suggest the device had been stored outside of the recommended conditions, although this could not be verified by any means i.e. No corrosion was observed on the screws or usb contact collars. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.